Event description:
When dr was using the holmium laser the first fiber snapped 2 feet from laser console. Opened another 200 laser fiber and it snapped as well from about 30 seconds into use. Both were 200 bard laser fibers ref # suo200 and lot # bmaslp17.